Manufacturer narrative:
The field service engineer (fse) found cut tubing through pinch valve vl57a. The fse replaced the tubing to fix the problem. The repairs were verified per established procedures. (B)(4).

Event description:
The field service engineer (fse) reported cut tubing in pinch valve vl57a during service on the coulter lh780 hematology analyzer. The cut tubing caused an air leak. Erroneous patient were not generated and there was no change to patient treatment.